Manufacturer narrative:
The malfunction was caused due to a failure in the navigation ring. The suspected front bezel (with navigation ring) was returned to philips for failure investigation. The technician documented the following conclusion/root cause, the product investigation lab (pil) has verified that the navigation ring located on the top right portion of the front bezel did not operate as expected. In addition to the previous, with the nav ring connected to the standard test bed (stb) during test vent operation, the navigation ring did not provide consistent increase and decrease of numerical setting choices in a linear fashion when used. Pil concluded that the nav-ring is faulty.

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a navigation ring that was unresponsive. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the navigation ring was unresponsive. The front bezel (with navigation ring) was replaced, and the issue was resolved.